Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient was admitted to the hospital with hematuria. It was stated that the balloon ruptured while inserting the foley catheter. After the foley catheter was re-indwelled, the urine flow was smooth and the bleeding urine was introduced. The bladder flushed the urine symptomatically. The patient became better after symptomatic treatment.